Manufacturer narrative:
(B)(4). Concomitant medical products: stent: 2.25 x 15 mm orsiro and 3.5 x 18 mm orsiro. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the mid and proximal circumflex arteries, the marginal, and heavily calcified mid right coronary (rca) arteries and the retro ventricular artery. The balance middleweight (bmw) universal guide wire was used in the mid rca. A non-abbott balloon catheter was used to pre-dilate the retroventricular and mid rca arteries with two inflations at 18 atmospheres for 25 seconds. The two non-abbott stents were deployed. During removal of the bmw, between the rca and the catheter, due to the heavy calcification, although there was no resistance removing the guide wire, the core separated. The proximal end of the separated portion was inside the guiding catheter, so a balloon catheter was inflated inside the guiding catheter to trap the separated portion and all devices were removed as a single unit. The procedure in the rca was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty to be related to the patient anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.